Event description:
It is reported that the device was implanted in 2007, and was explanted in 2008, due to the patient having a dislocated hip. The acetabular cup was retroverted so it was determined to do a revision. On removal of the liner it was noticed that the liner was fractured. Poly debris was removed.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary - the alleged complaint refers to a trilogy longevity liner that was fractured. The device was not returned for evaluation. The report stated that the patient was of a "large" build and that the acetabular cup was retroverted (requiring a revision) and potentially causing the patient's dislocated hip. There was no reference to activity level or whether or not the dislocated hip was from a fall or other high intensity impaction. X-rays and/or pictures were not supplied for review so, it could not be determined how/where the liner fractured. Finally, the mating components to the trilogy longevity liner were not stated. It is possible that the device was subjected to off label use or paired with "unapproved" devices. Based on the information provided a cause can not be definitely determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.